Event description:
Information received from the intrepid clinical database. Treatment of a right ruptured posterior communicating artery saccular sidewall aneurysm measuring 15mm x 8mm. It was reported that the patient underwent pipeline embolization treatment on (B)(6) 2012. Twelve days after the procedure, the patient lost consciousness and went into cardiac arrest. A CT (computed tomography) scan showed a big right intraparenchymal haematoma and a bilateral mydriasis. Consequently, the patient expired on (B)(6) 2012.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Manufacturer narrative:
(B)(4).